Event description:
It was reported by a getinge field service engineer (fse) that during repair of distorted display, the cs300 intra-aortic balloon pump (iabp) had a bad keypad and not responding to touch commands. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) on 1/13/2021 found that the keypad was not responding to touch commands. On 1/19/2021, a 2nd getinge service territory manager (stm) took over the repair and ordered a new keypad controller board. Subsequently, on 1/20/2021 the keypad controller was installed and it worked. The stm performed a pm, a full calibration, and tested the unit. The equipment works to manufacture's specs. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by a getinge field service engineer (fse) that during repair of distorted display, the cs300 intra-aortic balloon pump (iabp) had a bad keypad and not responding to touch commands. There was no patient involvement, and no adverse event reported.